Event description:
The following has been reported: internal testing identified cases where startup time specification is not met in high flow (> 50 ml/hr). A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sw bug (false positive valve-actuation fail) / CAPA-00038. Reporting due to referenced issue. No adverse effects were reported. The device was not received back for investigation. The logs indicated a false positive valve-actuation failure due to insufficient time for pneumatic pressures to equalize, first noted during reliability life testing. This issue was resolved with the implementation of a sw release. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.